Event description:
It was reported that this implantable pacemaker was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported. Additional information was received that this device recorded high out of range impedance measurements and high capture threshold. This device was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.